Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that loss of capture with undersensing and oversensing were observed. Patient was asymptomatic. A possible dislodgement was noted. When repositioning was unsuccessful, the lead was explanted and replaced. The patient tolerated the procedure well and was released the next day.